Manufacturer narrative:
(B)(4). The evaluation of the device has begun; however, has not yet been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received operational and in good condition. The device was functioning within specification. A review of the device logs revealed a instance of iipv (increased intra-peritoneal volume). The assignable cause for the iipv found in the logs was determined to be insufficient drain use error, tidal uf removal set too low. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 started at 9:50:41 with drain volume of 3209ml during cycle 8. On (B)(6) 2011 product surveillance provided the results of evaluation to the patient's dialysis clinic. There was no report of adverse event or medical intervention.